Manufacturer narrative:
Additional information: (b) included additional responses provided by the complainant. Investigation results: review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Based on the reported information, a leakage detected around rubber, the possible reason is as below: 1. The raw material has defect 2. Component damage happened during assembly current manufacture process has taken control procedures as below to protect this kind of possible risk: 1. 100% common inspection is performed during each process station start from tubing bonding process 2. Common inspection is performed during packaging process 3. Qc sampling check will inspect the component appearance and do leakage test the retained sample appearance inspection and leakage test result are within specification, with this we cannot decide the root cause.

Event description:
Additional information: the amount of contrast the patient receives may be less, there have been at least three cases in recent times.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in - leakage. It was reported that with a certain frequency that the intima rubber has broken when the contrast is injected into the infusion pump, which is in the other pathway where the clave is located. The patient's case was reported today but remember that it wasn't the first time. Customer reports leaking intima rubber at the time of contrast infusion.